Event description:
It was reported that there was an event of insertable cardiac monitor (icm) oversensing noise when an alert for a tachycardia episode was received via merlin.net. No intervention was reported. Patient condition was not reported.